Event description:
Customer reported that after six hours of device wear she had blood glucose ranging from 263 to 303 mg/dl. She observed condensation in the viewing window and that the adhesive was wet. The product fell off her skin at which time she observed that the cannula had bent instead of inserting into the skin when the device was applied.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer observed that the cannula had not properly inserted in the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."